Event description:
On (B)(6) 2009, the patient underwent an endovascular procedure using a gore® excluder® aaa endoprosthesis to repair an abdominal aortic aneurysm with the diameter of 60x53mm. The patient tolerated the procedure. Later the patient was discharged.on (B)(6) 2009, one month follow-up examination revealed a type ii endoleak (its origin not reported) and the aneurysm measuring 60x53mm. The physician decided to monitor the patient.on (B)(6) 2010, one year follow-up examination revealed a type ii endoleak with the aneurysm enlargement to 67x57mm. The physician decided to monitor the patient.no further information is available.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.